Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 458mg/dl during the occlusion alarms received on one of the reported dates and a correction bolus via the pump was delivered; no bg value was provided for the other event date. The customer would troubleshoot the issue on their own and observe insulin exiting the cartridge patient line but not the infusion set tubing leading the customer to believe that the blockage was located in the tubing. The customer changed their infusion set tubing multiple times and continued to receive occlusion alarms. No troubleshooting was performed during the call therefore a possible cause for the occlusion alarm was not determined.